Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that system messages indicating that there was a communication default between the supervisor and the fluidics model and a communication between supervisor and pneumatic model were displayed during surgery and the console stopped working. The surgeon mentioned that there was an abnormal pump sound like an air tube was unplugged. Surgery was completed manually with no pt impact.